Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise, oversensing and high out of range pacing impedance measurements. It was determined that this was due to the lead experiencing fracture, furthermore, due to this, the device delivered inappropriately a shock to the patient. During the procedure the lead was initially planned to be explanted, however, it exhibited difficulty to be extracted, therefore it was decided to surgically abandon the lead. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting noise, oversensing and high out of range pacing impedance measurements. It was determined that this was due to the lead experiencing fracture, furthermore, due to this, the device delivered inappropriately a shock to the patient. During the procedure the lead was initially planned to be explanted, however, it exhibited difficulty to be extracted, therefore it was decided to surgically abandon the lead. Another lead was implanted instead. No further adverse patient effects were reported.